Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After rotablation was performed, a 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the second inflation for 20 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's condition was stable.